Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in impedances and thresholds to high levels. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer insulation exhibited a depression and cosmetic environmental stress cracking. (B)(4).